Event description:
It was reported that the patient received a biolox delta cer head 36 12/14 on (B)(6) 2012. It was further reported by the patient that she heard a first noise on (B)(6) 2012. After this event the patient experienced feelings of pressure in the right hip. Further x-ray showed lateralization of the hip head with contact to pan rim. Due to this the patient underwent a revision surgery on (B)(6) 2012.

Manufacturer narrative:
As no lot number is known, the review of the quality records could not be performed. The manufacturer did not yet receive explanted devices, x-rays, or other source documents for review. However, there is no indication for a product failure. Should additional information become available and/or the devices be returned for evaluation and an investigation result be available, that changes this assessment, an amended medical device report will be filed. The need for corrective measures is not indicated at this time and zimmer (B)(4) considers this case as closed. Zimmer's reference number of this file is (B)(4).